Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. These are known adverse events addressed in the product labeling.

Event description:
Healthcare professional reported patient was injected with 1 ml of juvéderm® volift¿ with lidocaine in the upper and lower lip. 1 month later, patient presented with "nodule formation", swelling, and asymmetry in upper and lower lip with "significant increase" for 1 month after onset. 1.5 months after onset, patient received 2 x hyalase. During this injection, "there was wound secretion, lip is considerably hardened, but no signs of inflammation". 6 days later, patient was prescribed "cefuroxime 500 1-0-1 over 14 days". Symptoms resolved 2 months after onset.